Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep spoke with technical services for troubleshooting. When in the room the rep was able to obtain 6 coupling bars multiple times by slightly re-positioning the recharger, using the belt, and applying slight pressure to recharger antenna when locating the ins. Auto locator was used with the rep on the phone to obtain signal ranging from 70-80, and then was able to once again obtain 6 coupling bars. The patient will attempt to charge to 100% when charging, and will attempt to obtain more than 4-6 bars when coupling. The patient was educated on recharger symbols that represent charging progress. The patient stated that they will attempt this for the next week or two and follow up with a rep in their territory. The rep stated that they are currently awaiting assessment of whether or not coupling issues were re solved. The patient's weight was not obtained. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for non malignant pain. It was reported that the patient was charging the device more of then that they used to. Patient used to charge once a week however now they were charging every 2 days. Patient had a recent overdischarge event where a manufacturer representative (rep) performed a prm about a month ago. Ins had been depleted a couple of weeks prior to the prm performed. Therapy imdepance measurements were checked with the programmer and were reported to be higher than 10,000 ohms for contacts 4, 12, 13 however these were not used. All other pairs ranged from 680-1400. Patient was charging every few days to 75% and only hit 100% once. The average coupling they got was only 4 bars. The rep performed antenna locator and was able to get 56-70. After multiple tries he was only getting 4 bars. The battery was reported to be not too deep, "palpatable", but it appeared to be tilted left to right, lateral to medial. Applying pressure resulted in less bars at first, but then resulted in 6 bars. The rep will educate the patient on how to get 6 bars and how to monitor the coupling bars and see when the battery was full. It was reviewed that it is normal to see a change in the battery following an overdischarge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.